Manufacturer narrative:
(B)(4). Batch # m90p47. The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during and unknown procedure, the titanium tip (2-3mm part) was found missing after using 10 mins. It took about 1 hour to seek but the missing part was not found. The surgery was temporarily ended to observe the patient's physical changes. It required the health care staff to follow closely, provided anti-inflammatory treatment, and prepared for the second operation.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the original procedure? This issue was occurred during radical prostatectomy. What were the indications for the procedure? This case is from health authority, no further information can be provided. Was this the first usage of the device or was it reprocessed? This case is from health authority, no further information can be provided. Were there any generator alter screens during the procedure? If yes, which ones? This case is from health authority, no further information can be provided. Was there any contact between the active blade and metal or any other hard object observed by the sales rep or the or staff? This case is from health authority, no further information can be provided. What was the approximate size of the broken blade? The approximate size of the broken blade is 2-3mm. Are photos or video available? This case is from health authority, no further information can be provided. Please explain what is meant by, ¿the surgery was temporarily ended to observe the patient¿s physical changes.¿ the radical prostatectomy surgery ended, and to continue check the patient's physical changes post-op. Was the post-op care altered due to the breakage of the blade and implantation? Yes. Did they confirm the location of the broken blade by xray or scan? Not found the broken tip. Was the second procedure planned based on procedure that was being done or was the second procedure only for the removal for the broken blade? This case is from health authority, no further information can be provided.